Event description:
Device has been explanted and replaced with non-allergan device.

Event description:
Physician reported left side pain and hardening, capsular contracture baker grade IV, punctate calcifications of benign character, and presence of lobulations. Physician also reported axillary lymph nodes and simple cyst, suggesting fat necrosis, which are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification: unable to observe as it is a medical event that is not related to the device. Wrinkling: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: unable to observe as it is a medical event that is not related to the device. No additional observations are performed.

Event description:
Physician reported left side pain and hardening, capsular contracture baker grade IV, punctate calcifications of benign character, and presence of lobulations. Physician also reported axillary lymph nodes and simple cyst, suggesting fat necrosis, which are not device related. The device has been explanted.